Manufacturer narrative:
(B)(4) date sent: 9/11/2025 b3: publication year of 2025 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparing ligasure, harmonic scalpel, and robotic scissors: do energy devices influence postoperative ileus in elective colorectal surgeries? Citation: bjs, volume 112, issue supplement 13. 2025. Authors: madhu chaudhury, william lim, dimitris manatakis, peter mitchell, chris kearsey. This study investigates whether these instruments differ significantly in their association with postoperative ileus rates, using statistical analysis to compare outcomes. Between 2017 and 2023, a total of 611 cancer resection cases patients were categorized into three groups based on the surgical tool used: robotic scissors, harmonic scalpel, or ligasure. The study included patients with a median age of 71 years (range: 22¿(B)(6); male-to-female ratio was 1:0.7. In the robotic scissors group (101 cases), for the harmonic scalpel group (407 cases), and. In the ligasure group (103 cases). The mean follow-up duration was not reported. Reported complication: harmonic scalpel (ethicon endo surgery): (n=50) had postoperative ileus treatment: not reported. In conclusion, the study found no evidence of a statistically significant difference in ileus rates between the surgical tools. Differences observed are likely due to chance, suggesting that none of the instruments confer a distinct advantage in reducing ileus risk in this dataset.